Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and the issue was confirmed in logs, which showed c-30, m-11, and m-18 errors on february 13, 2026. Functional testing produced a c-30 error on the monopolar connector #2 coag, and internal erbe logs also showed c-00 and m-11 errors. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure using an xi system, an operating room (or) staff called to report ongoing issues with the erbe integrated electrosurgical unit (iesu) and monopolar energy. Although no error code appeared, a "contact technical support" message was displayed. The customer attempted to resolve the issue by replacing the instrument and energy cord and rebooting the erbe multiple times, but there was no change. The customer confirmed that external foot pedals were not being depressed and that their cables had already been disconnected. The rcb cable remained connected, and the site did not have an activation cable for their force triad generator. The surgeon proceeded with the procedure without monopolar energy.